Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, the blade tip broke off after 45 min of use. The case was completed by using another like device. Customer could not provide any more details about the circumstances in which the issue occurred. No pt consequence was reported.